Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod on the abdomen for between 24 and 36 hours. Symptoms reported include vomiting, dizziness and body ache. The patient was treated with insulin injections and was discharged the following day. The pod was removed and discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.